Manufacturer narrative:
The patient's existing driveline damage was previously reported under MFR # 2916596-2021-05004. Manufacturer's investigation conclusion: the report of cosmetic damage was confirmed based on an on site evaluation performed by an abbott representative. However, a specific cause for the damage could not be conclusively determined. On (B)(6) 2022, an abbott technical services representative successfully applied adhesive to the tear in the driveline and wrapped the area with teflon tape. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. This handbook also contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic with cosmetic damage to the driveline. The driveline damage had not been able to be repaired since 2021 due to the patient refusing to follow-up. Upon examination, a 1/4" tear in driveline approximately 1" from the driveline exit site was noted. No redness or drainage from the driveline site was noted. There were no active alarms. Silicone was applied to the tear and it was wrapped with teflon tape. The patient and the ventricular assist device (vad) team were provided care instructions to leave in place for a minimum of 72 hours. The vad coordinator sterilely replaced the patient's driveline dressing. The hospital then requested the application of adhesive at the point of the tear in the driveline. The rescue tape was not viable as the tear was close to the skin line and the rescue tape was aggravating the patient's skin at the exit site. The patient had no complaints throughout the entire procedure and no alarms were noted.